Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-4020c-09 was received for investigation. Visual inspection identified that the threads across the returned biocomposite screw had stripped, with damage also present along the hex. It was noted that the method used to prepare the bone during the procedure, as well as the bone quality encountered, were not recorded. A probable cause is attributed to improper bone preparation.

Event description:
It was reported that during an anterior cruciate ligament surgery the implant split at the end. Nothing broke off inside the patient. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.